Event description:
According to the reporter on (B)(6), 2026, a sigmoidectomy was performed. Bleeding occurred following placement of the staple line. The surgical support specialist (sps) indicated that this finding could be within normal expectations but suggested that reinforcement with manual suturing could be performed as an additional precaution. The operating surgeon, elected not to place reinforcing sutures. On (B)(6), the patient required reoperation performed by the surgeon due to staple line leakage. Intraoperative findings demonstrated dehiscence at the staple line with associated fecal leakage at the previously noted questionable site. Generalized peritonitis was identified. Surgical management included manual suturing of the leaking rectal stump, drainage of the peritoneal contamination. The patient was admitted to the ICU in critical condition with an open abdomen and vacuum-assisted closure (vac) system management and experienced extended hospitalization. Patient history of colon cancer undergoing a sigmoidectomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.